Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used. Implantation 8 weeks after extraction. Instead of healing cap a novaloc abutment has been placed, but it was not loaded (torque implant 40 ncm, novaloc 15ncm).